Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for bent needle/hub with the incident lot was observed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and the issue of bent needle/hub was not observed. The most likely root cause for this type of defect is that excessive lateral pressure was placed on the shield whilst it was being pushed into place. This can have the effect of pushing the shield slightly out of the pivot, and in this case also bent the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the syr abg preset 3(1.6) ll 23x1 ce experienced a molding defect (short shot). The following information was provided by the initial reporter: translated to english. The customer stated "the hub of a syringe was bent/disfigured."